Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 14-jul-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 16-jan-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), a small pericardial effusion was observed. The ipg was implanted and the delivery system was removed following explant. Post-operatively, the effusion increased in size which caused cardiac tamponade and a drop in blood pressure. Pericardiocentesis was performed and a blood transfusion was administered. The ipg remains in use. No further patient complications have been reported as a result of this event.